Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, the battery gauge was fluctuating between 3 and 1.5 years remaining. The magnet rate was confirmed and the patient was scheduled to be seen again in six months. The patient is not pacemaker dependent. This device remains in service. No adverse patient effects were reported.